Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that the tip of the device was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The stent was dislodged from the stent delivery system (sds) and resting on the lumen and over the tip. The balloon was returned partially inflated. The stent was damaged along its entire length and appeared to have been deployed. The stent length was measured at approximately 23 mm. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with some resistance noted. Contrast media was present within the balloon and the entire length of the lumen, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as resistance was met during advancement. The directions for use states "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guide catheter should be removed as a single unit." (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Access was obtained through the femoral artery. The target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with a non-bsc balloon. Next, a 2.75x24mm promus element stent delivery system (sds) was advanced, but it did not cross the lesion. The stent moved proximally on the delivery device and the sds was removed. The rca was further dilated and no stent was placed. No patient complications were reported and the patient's status is stable. Post procedure, the physician deployed the stent outside the patient. This product is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Access was obtained through the femoral artery. The target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with a non-bsc balloon. Next, a 2.75x24mm promus element stent delivery system (sds) was advanced but it did not cross the lesion. The stent moved proximally on the delivery device and the sds was removed. The rca was further dilated and no stent was placed. No patient complications were reported and the patient's status is stable. Post procedure, the physician deployed the stent outside the patient. This product is only ous approved but it is similar to an approved us device.